Event description:
Caller alleged discrepant high inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio2 inr: >7.5, laboratory inr: 3.8, therapeutic range: 2.0-3.0. The time between testing was immediate. The patient's warfarin dose was changed from 7.5 mg daily to 7.5 mg monday and tuesday and 5 mg the remainder of the week .there was no additional information provided.

Manufacturer narrative:
Investigation pending.